Event description:
Customer reported a discrepancy between the lactate result obtained on the blood gas instrument in the casualty department and the two instruments in the intensive therapy unit (itu) two hours later. There was no report of patient injury with this event. Patient was reported to be in ICU for treatment of ethylene glycol poisoning.

Manufacturer narrative:
There is a known interference with lactate sensors and ethoh. A customer bulletin issued april 2010 describes this condition. Calibrations, qc and electrode contacts were checked on all three machines and deemed to be o.k. The customer changed the lactate electrode. Manufacturer sent field service engineer to site. No problems were identified with any of the instruments. Field service engineer completed the annual service in the instrument in the casualty area and changed the contact board which hold the electrodes in place.